Manufacturer narrative:
(B)(6) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was pre-operatively diagnosed with spondylolisthesis l4-5. Degenerative disc disease of the lumbar spine l4-5. Post laminectomy syndrome/introgenic spondylolisthesis, status post multilevel lumbar laminectomy and anterior lumbar interbody fusion l5-s1 and underwent the following procedures: anterior lumbar interbody fusion technically difficult at l4-5. Placement of cage with rhbmp-2 into the prepared l4-5 interbody location. Placement of anterior instrumentation at l4-5, buttress type. Posterior fusion at l4-5. Posterior fusion at l5-s1. Use of posterior segmental rod and screw instrumentation. Reduction of spondylolisthesis with maintenance of reduction. As per op-notes,¿ after an excellent exposure to the l4-5 interbody fusion was obtained, the decompressive and stabilization aspect of the procedure was initiated. A rectangular annulotomy was performed form an anterolateral trajectory to the l4-5 disc. Following annulotomy, the disc space was completely evacuated of all material utilizing a combination of large pituitary rongeurs, rongeurs, wally-cobb periosteal elevators and various sized curved curettes. Complete evacuation of the disc space was obtained. The disc was then treated to accept a custom lordotic cage. The cage was packed with previously prepared rhbmp-2 after fluoroscopic confirmation of trial positioning.¿ the patient tolerated the procedure well without any intraoperative complications.